Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation.  It was reported gastric stimulation.   It was reported that patient goes to the emergency room 3 times a month, that patient believes his implant is not working for the past year. Caller declined to give patient information. Caller was looking for hcp that would replace the implant. Ts agent told caller that if ins is still working then programming is generally suggested before just getting another implant. No further complications noted or anticipated.